Event description:
Caller states that the vial of strips had the expiration date of 2006 printed on the vial. MFR has the expiration date as 2005. No adverse event reported customer did state that she was unsure if the vial read or 2006 as the expiration year. Requested return of suspect vial and replacement was sent.